Event description:
Technician alleged that the bed had no power and no functions.

Manufacturer narrative:
Technician replaced the controller to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.